Event description:
The customer reported the system shut down. No report of patient injury.

Manufacturer narrative:
A ge service engineer fixed the issue over the phone. The system was then found to be working as intended. No add¿l reports of malfunctions.